Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy for interlobular formation, the device was fired to the lung parenchyma. When the jaws were released, the tissue was stuck inside of the jaws and could not be released. With the blunt tension by the cherry dissector, the tissue was detached. Another device was used to correct the problem. Since the tissue was stuck to the jaws firmly, the tissue had a little bit of tearing when the jaws were removed. The tearing was manually sutured. No other adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing found the reload to cycle without hesitation or binding. Functional testing also confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition not related to the reported condition. Replication of the sled vane deformation and sub flush and flush pusher conditions may occur when applied over tissue that is beyond the recommended thickness range or applied over an obstacle incorporated in the jaws.